Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available. In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. No issues were identified that would have impacted this event. No additional adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon release at a depth of -1. There was severe pvl. A second valve was implanted valve-in-valve in a deeper position. Post balloon valvuloplasty was performed but moderate pvl was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.